Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient was working outside when the pod fell off. As treatment, a new pod was applied.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to confirm the dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: ap3a.240905.015.a2.s928usqs4bye4 smartphone hardware: sm-s928u cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.